Event description:
The customer reported to customer service that the power supply for her beast pump has exposed wires, sparked and no longer powers her pump. No injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to contact the customer to get add'l complaint info and to get the product back were unsuccessful, including a final attempt by letter. As of the date of this report, the power supply has not been received for testing/analysis. Sparking is indicative of at least one short in the dc cord. The product involved in the complaint was not returned for testing/analysis. Therefore, no conclusions can be made as to the cause of the event. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going.